Event description:
My husband was diagnosis with stage 4 esophageal cancer on (B)(6) 2017 and hospitalized. On (B)(6) 2017, a peg tube was implanted so aid in the eating and nutrition. We went home on (B)(6) 2017 and he was doing great. They had already started radiation. He was gaining weight and getting his strength back. At 1 am on (B)(6) 2017, I woke up to him screaming. He said he adjusted himself in bed, felt a pop, and immediately started screaming in pain. I called an ambulance and they took him to (B)(6). The hospital ran blood work and did a CT showing the g-tube was not in the stomach and that the retainer was against the peritoneal surface with free abdominal air and pool fluid in his abdomen particularly around the spleen. His pain was out of control which they never got under control and at 8 am, I found my own general surgeon to take him to the operating room where another tube was placed with a washout. The dr told me that (B)(6) had acute peritonitis due to the tube malfunction. The balloon deflated dumping all of his abdomen. Peg tube #1 was replaced on (B)(6) 2017 due to balloon malfunction. I have created a report with you regarding that incident. On the evening of (B)(6) 2017 my husband complained of shortness of breath. Another CT showed the 2nd peg tube was dislodged again. After 2 peg tubes failed in 2 days, the surgeon was replacing again for the 3rd time in (B)(6)'s room not operating room. They prepared for the implantation and the 3rd one during testing before the procedure was tested and the balloon would not hold. My daughter who is an rn was in the room. She stated that it immediately deflated. After 3 failed peg tubes with balloon malfunction a 4th was implanted in 3 days. I do not have medical evidence that the 4th failed because I was not of the mindset to ask for it. However, I suspect it did because it was leaking onto (B)(6) and the bed and could have been pulled out easily as it was very loose. My husband dies the next day.